Event description:
The patient reported that it was hurting and shocking them. The patient was to follow-up with their health care professional (hcp). It was hurting maybe 3 days ago, the shocking was "like 4 days". Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.